Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. Low pacing impedance was also noted on the rv lead. The physician elected to monitor the patient. The patient experienced no adverse health consequences.